Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood visible on the shaft, the balloon, the stent implant and in the guide wire lumen, which is consistent with the device being advanced over a guide wire and into the patient. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided, the lesion was heavily tortuous and moderately calcified, which likely contributed to the reported difficulties. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 22 cm distal to the strain relief tubing. There were also multiple kinks in the hypotube adjacent to the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Also, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). The sds likely encountered resistance during advancement due to an interaction with the tortuous and calcified lesion such that the shaft kinked and separated as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Overall, the failure to advance in conjunction with kink damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this complaint and the returned product analysis, the reported failure to advance, kink damage and shaft separation appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that the procedure was to treat lesions in a heavily tortuous and calcified left circumflex (lcx) and left anterior descending artery (lad). The 2.75x18 mm vision stent was unable to cross the lcx due to the tortuosity and calcification, resulting in the proximal shaft becoming damaged. Additional pre-dilatation was performed, the guide wire was exchanged, and a new 2.75x18 mm vision stent was used to treat the lesion. A 2.75x23 mm vision stent was used to successfully treat the lad lesion. No patient effects were reported. No additional information was provided. Returned device analysis revealed the proximal shaft separation on the 2.75x18 vision delivery system. It has been confirmed that the separation occurred during the procedure.